Event description:
It was reported that the device fails the occlusion test as it will not build enough pressure for the occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that customer complaint of failed occlusion test, through occlusion test. Replaced camshaft, expulsor, and valves assembly. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found motor service due. Replaced motor and reset odometer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.